Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm the customer reported complaint. The reported symptom was not found to be related to the returned instrument. For clarification, there was no broken or damaged grip tips. The root cause cannot be traced to the device. During fa investigation, the following finding was identified, but had not been reported by the customer. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley. A piece of the insulation, measuring approximately 0.020" x 0.050" appeared to be missing. An electrical continuity test was performed and the instrument passed. The root cause is attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 9 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is considered a reportable event due to the following conclusion: the fenestrated bipolar forceps instrument was found to have damaged conductor wire insulation, leaving the internal wires exposed. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to a patient reported, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the tip of the fenestrated bipolar forceps (fbf) instrument was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue wit the instrument was with the cable, not the instrument tip. The reporter was unable to provide any further details related to the event.